Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the drill were reviewed and identified no deviations or anomalies. Hardness and dimension taken are within specification. The returned item is confirmed to be fractured. This device was used for treatment. A product history search was conducted for part and identified no additional complaints for the same lot. The device was manufactured in january 31, 2008 and had a potential field age of approximately 8 years. The most likely root cause of the drill fracture is wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the drill fractured during surgery. All of the pieces were collected from patient's body.